Event description:
The customer reported the sys would not make an exposure. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended. The connectors on the power supplies and pcbs were reseated, the connectors on the sys were verified to be sealed and the power supply outputs were found to be within specification.